Event description:
It was reported that after active operation on a patient who sustained gun shot wounds and very heavy bleeding, blood was observed in the vents of the autopulse resuscitation system . The unit was cleaned by the biomeds and worked properly without any issues. After this, the autopulse platform displayed a user advisory ua 16 (timeout moving to take-up position) before putting the unit back into service. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and confirmed the following: the top cover and bottom enclosure were damaged. The head restraints were worn. The battery lock was missing. A plastic screw was missing. No blood was observed on or inside the platform. The reported issue of blood entering into the platform could not be confirmed. The user advisory 16 (timeout moving to take-up position) fault reported to have occurred on (B)(6) 2013 was verified during review of the archive file. The ua 16 was also observed during functional testing of the platform and was found to be attributed to the drivetrain brake seizing. A root cause could not be determined. In summary, the reported issue of blood entering the platform was not confirmed; visual inspection verified that there was no blood on or inside of the platform. The reported ua 16 was confirmed through review of the archive as well as during functional testing. The drivetrain brake was found to have seized. A root cause could not be determined.

Event description:
Additional information was received from the customer on 02sep2013 indicating that the autopulse worked like it should through the event. It was only after the event and thorough cleaning that customer encountered a problem with the unit. The autopulse was tested after each use to ensure it was functional. No patient was involved in this event, therefore no manual CPR was performed. User advisory ua 16 (timeout moving to take-up position) was observed. During testing the lifeband was in home position but would not retract.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 08/12/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.